Event description:
During baxter's evaluation of a spectrum pump evidence of tampering/unauthorized service was found. The mechanism assembly was identified to be originally installed in another spectrum pump. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. When the mechanism assembly was removed from serial number (B)(4) it was found to belong to serial number (B)(4). Review of the device history records for both devices, shows the mechanism assembly belongs to device serial number (B)(4). This is an indication that the mechanism assembly was not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma parts and procedure. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.